Event description:
The customer experienced falsely decreased calcium results on the architect c8000 analyzer. The customer provided the following information 'a batch of 29 patients that all gave a result = 2.0 mg/dl (normal range = 8.2 ? 10.8 mg/dl). Customer then ran them again on a fresh boat (same lot#96511un12 exp. 09.13.13) and got all 'normal' results (states about 10's and 9's - customer did not provide exact data for each patient).' No further details regarding the data or patients were available. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer's issue included a search for similar complaints, a review of labeling and in-house file sample testing. Similar complaints were reviewed and no product issues were identified. A review of labeling concluded the architect system operations manual, under operational precautions and limitations (section 7, limitations of result interpretation), provides guidance for assay results in regards to symptoms, other test results, clinical impressions and other diagnostic procedures that must be considered for patient care management, and labeling is adequate. Finally, the performance was investigated and in-house testing demonstrated this product was performing within the specifications and no malfunction was identified. The certificate of analysis for calcium reagent lot 96511un12 shows it met all specifications and acceptance requirements prior to release. Based on the results of this investigation, no product deficiency was identified with clinical chemistry calcium reagent, ln 3l79, lot 96511un12.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).